Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine 15 mcg/ml at 14.989 mcg/day, bupivacaine 15 mg/ml at 14.989 mg/day, and unknown baclofen 15 mcg/ml at 14.989 mcg/day via an implanted pump for non-malignant pain. It was reported the pump was alarming/beeping and the patient was due for a refill on (B)(6) 2019 and missed it. The patient was going in for a refill tomorrow and she had never ¿cut it this close.¿ she started hearing the critical alarm last night ((B)(6) 2019) and was waiting for the healthcare provider (hcp) to call and was asking ¿what happens if the pump goes dry.¿ the patient thought there would still be some medication left over because ¿normally I have anywhere from 2-3ccs or something like 4.6 or 4.6 ccs residual, but that was before they added the baclofen in.¿ the reason for the call was the patient was wondering if she could wait until tomorrow to get refilled. She had no signs of withdrawal or any therapy changes. It was noted she may be a little more irritable but did not know if this was in any way related. The patient was to follow-up with the hcp. No further complications were reported/anticipated or expected